Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac arrest and expired on that same day. It was reported that the event occurred due to the administration of the product administered for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.